Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was difficult to retract the loop catheter into the sheath. The loop catheter was able to be removed from the patient and upon removal, the array was inverted and knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The returned image showed a pulsed field ablation catheter inverted array. In conclusion, the reported inverted array issue was confirmed in the image file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012446763 was returned and analyzed. Visual inspection was carried out. The catheter displayed several issues: the shaft electrode wires were entangled. The spiral array: the was reported as knotted, although this could not be reproduced. The array was twisted, and the spiral array was inverted. The distal arm, the pebax tube was pinched, and the guidewire lumen was kinked near this area. The steering function was normal, with the distal catheter tip rotating approximately 170° in both directions. However, the slide function was jammed, although the shape of the capture device was standard with no unusual features. Catheter to test catheter interface cable (cic) connection evaluation was carried out. The catheter connected securely to a test cic without resistance, and both latches fully engaged the catheter connector. Mechanical verification of steering and slide mechanisms. The slide control function did not perform as expected, with issues noted upon full advancement to extend the guidewire lumen. Multiple kinks were observed in the extended portion, indicating improper functionality and alignment of the steering and slide mechanisms. Catheter identification and ablation: the catheter was reprogrammed and connected to the generator via a test cic, successfully completing therapy deliveries. Hipot and electrical continuity test: hipot testing confirmed the integrity of the electrode wires' insulation, and electrical continuity testing showed the electrode wires were intact, with no detachment or breakage. X-ray imaging revealed entangled electrode wires in the catheter shaft. Dissection and optical inspection: dissection also revealed that electrode wires were adhered to each other due to dried blood in the handle. In conclusion, the reported knotted array was not reproduced. The catheter failed the return product inspection due to a twisted pebax tube, inverted array, shaft and handle electrode wires entangled, the distal arm pebax tube kinked and a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.